Event description:
Following a surgical procedure for reinforcement of the anal sphincter due to fecal incontinence a patient was hospitalized overnight for constipation and impaction of feces leading to disimpaction intervention. The fenix device was used as part of the surgical procedure. -surgical procedure and device implant on (B)(6)2017. -patient was doing well post-op but had a reaction to antibiotics and stopped using them as instructed; bowels were hardened by (B)(6)2017. -patient was admitted to the hospital on (B)(6)2017 due to pain they were unable to tolerate. -patient was unable to pass feces and underwent manual evacuation under anesthesia on (B)(6)2017. The patient stayed overnight and underwent another manual evacuation on (B)(6)2017. -patient recovered and was discharged on (B)(6)2017.